Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as fold flow opening. Capsular contracture: unable to observe, as it is not related to the device. Double capsule: unable to observe, as it is not related to the device. Calcification: unable to observe, as it is not related to the device. Lump/nodule: unable to observe, as it is not related to the device. Additional observations: stress marks observed, are assessed, as non-penetrating nick. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional reported, "hole in radius (edge)". Healthcare professional reported, "grade 2, capsular contracture". "Double capsule present". "Multiple nodular areas present within the capsule" and "normal calcifications". Patient, additionally reported, "left breast lump". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional reported "hole in radius (edge)". Device has been explanted.

Event description:
Healthcare professional reported "grade 2 capsular contracture", "double capsule present", "multiple nodular areas present within the capsule", and "normal calcifications". Patient additionally reported "left breast lump".